Event description:
The thermocouple failed after calibration. The customer decided to insert the sensor into the pt and expected to adjust the values. The values could not be adjusted. No report of injury has been received.